Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the device history records found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue and did not affect product functionality. The product was replaced or reworked and released for use. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2011-01269. The patient received her scs system, including an ipg and two percutaneous leads (from separate lots), on (B)(6) 2011. It was reported that the patient lost stimulation. Diagnostic tests exhibited invalid impedance readings on all lead contacts. An x-ray showed no disconnects or fractures in the leads. It was reported that there appeared to be a slight bend in one of the leads. It was reported that the patient's leads will be replaced or revised. No further information is available at this time.